Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient experienced excessive vault and significant reduction of iridocorneal angles. The lens was later exchanged for a same size, same model lens implanted vertically and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
10 - product evaluation: lens was returned with residue/debris in liquid within a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional inspection found lens to manufactured within specifications. Claim# (B)(4).